Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Theatre staff opened the outer packaging of a trident liner. The inner packaging seemed to open at the same time, either because it was stuck to the underside of the outer packaging or because it wasn¿t stuck down at all. This led to doubt over the packaging integrity and another liner was sourced.

Manufacturer narrative:
An event regarding a packaging issue involving a trident liner was reported. The event was confirmed. Conclusions: the reported event was confirmed. However a root cause could not be determined as sufficient information was not provided. A packaging memo was provided by the packaging team regarding the inner sterile lid sticking to the underside of the outer blister lid stating: "the product, p/n 623-10-36e lot ml5yh9,was received back from the field and the package was inspected. It was noted that the inner blister had full adhesion residue, indicating that the seal was proper. In addition, there were no indications anywhere on the package that adhesion between both tyvek lids had occurred. The package had met all acceptance criteria prescribed in (B)(4), procedure for evaluation of the integrity of sterile barrier system seals. At no point during the process is it required, or possible, to view if the outer tyvek had adhered to the inner at the center of the lid." No further investigation is possible at this time.

Event description:
Theatre staff opened the outer packaging of a trident liner. The inner packaging seemed to open at the same time, either because it was stuck to the underside of the outer packaging or because it wasn't stuck down at all. This led to doubt over the packaging integrity and another liner was sourced.